Manufacturer narrative:
A covidien customer service engineer (cse) was able to verify and duplicate the reported device malfunctions. The cse replaced the bd central processing unit (cpu) printer circuit board (pcb) and updated the software to revision ak. The cse replaced the o2 cell and battery pack per preventative maintenance (pm) cycle guidelines. The device passed short self-test (sst), extended self-test (est), all calibrations and performance verification testing (pvt) according to MFR specifications. A service history review has been performed for the serial number by the MFR. No similar events were found in the service history record. In the event that additional info is obtained a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator displayed a "breath delivery (bd) post failure" alert message which rendered the device inoperable. There was no pt involvement reported.